Manufacturer narrative:
H3: product analysis #265718399:analysis information -- 08/24/2021 10:59:21 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during ______ of _______ tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that after the pocket fill that occurred during the pump refill procedure the patient experienced symptoms of toxicity which resulted in cardiac arrest which required CPR (cardiopulmonary resuscitation), intubation, and hospitalization. Per the physician, the patient had gained a significant amount of weight since the pump implant which may have contributed to the event. The patient was taken to surgery for a pocket revision and the physician wanted to replace the pump to make sure it was not a contributing factor. During the procedure, the physician first started by aspirating the existing catheter and found it to be patent. However, when attached to the old pump, he attempted to flush the catheter through the port access site and noted leaking around the pump connector bell. The same issue occurred when he connected the new pump to the existing catheter and attempted to flush the catheter again. The physician subsequently explanted the existing pump and existing catheter replacing both devices during the procedure. The pocket was also revised during the procedure so that the new pump would be implanted more superficially in the subcutaneous tissue. After replacing the pump and catheter the catheter port was successfully aspirated. The issue was noted to be resolved. The pump was delivering gablofen (2000 mcg/ml at 96 mcg/day) at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: 2010-(B)(6) explanted: 2021-05-27 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc serial/lot# (B)(6), ubd 2012-10-23, UDI# (B)(6) product ID 8596sc lot# serial# (B)(6) implanted: 2010-(B)(6) explanted: 2021-(B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc serial/lot# (B)(6), ubd 2011-11-24, UDI# (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during testing in the lab. Analysis of the 8596sc catheter revealed coring and tearing in the cup of the connector and also identified damage to the transition tubing. Analysis of the 8709sc catheter passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 300 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient was in on monday for a pump refill. The patient had gained a significant amount of weight recently and the hcp was having a very difficult time accessing the pump. The hcp believed that while filling the pump, the needle was no longer in the septum and she likely injected the medication into the pump pocket. The patient¿s caregiver reported that the patient vomited a few times following the attempted pump refill and soon became unresponsive. The patient was rushed to the emergency room and had been in and responsive since wednesday. The intension was to revise the pocket at a later date to allow the pump to be accessed easier. The surgery was planned, but not yet scheduled. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.